Event description:
Boston scientific received information that during the initial implant of the left ventricular (lv) tachy lead, the patient had diaphragmatic stimulation. The device was reprogrammed to solve the issue however on the following day at the discharge check, it was noted that the patient had phrenic nerve stimulation in all configurations at or below the voltage needed to capture. The lv lead was also dislodged and was repositioned on the following day. Two days after the implant process, it was noted that the lead did not capture any configuration which led to revise again the patient. The lead was explanted and a new lead was implanted successfully. The lead was not returned because it was discarded by the hospital staff. Medical or surgical intervention was necessary at this point for patient outcome. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.